Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient began experiencing a return of symptoms, including jerking and a change in his voice. Patient stated he went to the healthcare provider to day and it was discovered his therapy was off. Patient stated they confirmed he was able to start charging fine and turns his therapy on. Patient stated he began feeling relief once the therapy was turned back on. Patient stated he is jittery now. Patient stated the return of symptoms/off therapy has happened more than once but was unable to provide any further details. Patient stated his healthcare provider recommended having his rep check his stimulator every so often to make sure everything is fine. Patient reported his ins never fully filled up when charging. Patient stated his ins battery level always showed the 1/4 flashing while charging. Patient stated he charges every day for an hour. It was reviewed to the patient the difference between coupling vs battery level progression. They were told to charge their battery to full and to monitor battery level of ins to ensure the ins battery level does not depleted to the point the ins can no longer deliver therapy and to monitor coupling boxes during charging session to ensure coupling boxes stay filled in the whole charging session. Patient stated he has a vagus nerve stimulator (vns) for seizures as well and when they turned the dbs therapy back on the patient could feel his vns working more. Adhesive discs were sent to the patient. No further complications were reported or anticipated with this event.